Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result with siemens dade innovin on a sysmex ca 7000. The result from the meter was 1.5 inr and the result within 7 hours from the laboratory was 2.8 inr. There was no adverse event. The customer's coumadin dose was increased after the meter result for one day but did not receive medical treatment. The customer's condition was "fine". The customer was not anemic, no heparin, and no direct thrombin inhibitors. The customer has had no changes in diet, no illness, and no new medications. The customer's therapeutic range was 2.0 - 3.0 inr. The device was requested to be returned for investigation. The customer stated that she did not believe there was anything wrong with her meter. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.